Event description:
It was reported that the notifications button was hard to push. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.